Event description:
Date: on (B)(6) 2022 time:11:40 am obtain pump serial number if pump replacement required: (B)(4) t/c from daughter who states that with the 11:30am bag change the bag was "almost full" she reports that she did initially see on pump that the res vol was 4.7ml she had her mom finish assisting pt in bathroom and when he returned noted that the bag was full. She completed the bag change/pump swap and called (B)(6). I asked how he was feeling as he is on dobutamine. She said he's fine. I asked if he was experiencing any dizziness, sob, chest pain or any other cardiovascular symptoms. She denied. I asked if they have a bp monitor to take his vs and she said she was a nurse and they are not monitoring his vs daily as he was discharged from (B)(6) program to the (B)(6) hospice. I asked if md was notified and she said no. She said that the vna nurse comes on mon and thursdays and she will let them know. I advised that I will place call to dr (B)(6) as well to notify and will request a new pump. I had daughter go through event log from when new bag was placed yesterday. On (B)(6) 2022 at 10am noted pump reset res vol to 200ml and pump started. No alarms or interruptions. On (B)(6) 2022 noted pump stopped at 11:39am today for bag/pump change. Pump with res vol 4.7ml and states that bag almost full. FDA safety report ID# (B)(4).